Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that they heard a loud noise and then the upper pallet would not move on their ingenuity tf pet/CT system. The philips field service engineer (fse) confirmed that the upper pallet became detached from the lead screw. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that they heard a loud noise and then the upper pallet would not move on their ingenuity tf system. The previous exam ended without error and there were no reports of mechanical issues as a result of the reported issue. The philips field service engineer (fse) reported that when the operator heard the loud noise from the system, they removed the system from service and called for support. This occurred before a patient test and the operator removed the patient from the pallet. The fse visually inspected the table and determined that two screws that connect the upper pallet to the lead screw became loose and fell out resulting in the open connection between the pallet and the lead screw. The fse attached the pallet back to the ball and nut lead screw to resolve the issue. No parts were replaced. The fse confirmed there was no harm to a patient as a result of this reported issue and the system is back in clinical use. Further engineering investigation determined that the overall risk associated with the upper pallet becoming detached from the lead screw would not be likely to cause or contribute to death or serious injury. Therefore, this complaint is no longer a reportable event.